Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure the transparent plastic of the device came loose from the coagulation tip and ended up in the patient. The surgeons (2) immediately noticed this part and removed it. The small, transparent tubular plastic sheath does not hold another small sheath as transparent, which easily detaches from the instrument and falls off. No x-ray was required to assist in location the piece. No significant extension of the duration of the procedure. There was no patient injury.